Event description:
The customer reported the AED is giving a replace battery now service code warning and the AED will not power on; the asi is flashing red. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported the AED is giving a replace battery now service code warning and the AED will not power on; the asi is flashing red. The maintenance schedule is not known. The pads are expired with an expiration date of 31 aug 2023. The customer was advised to remove the AED from service and contact the distributor, as the AED is well beyond its 10-year design life. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a supplemental MDR shall be submitted.